Event description:
The surgeon has mistakenly expanded the screw too early and then had tried to put a screw in the plate with force. Both screwdrivers were broken (of the same lot and code). The operation was successfully completed with the rescue screwdriver. MFR ref #: 3005180920-2015-00013.